Manufacturer narrative:
(B)(4). There was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, one clip that appears to be scissored and a malformed clip can be observed in the photo. The image also shows an er320 device that appears to be empty but otherwise with no apparent damage. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related defects, protocols or non-conformances. Additional information was requested and the following was obtained: did device jam: the device did not jam; were clips malformed: the clips were malformed repeatedly. Please see photograph of the clips as they appeared when he fired the device outside of the body; how was procedure completed: the procedure which was a laparoscopic cholecystectomy was completed uneventfully after using a third er320 device; was there any patient consequence: there are no reported patient consequences as stated by the surgeon. Procedure was extended by a few minutes; will the device be sent back for analysis: unfortunately, only one faulty device was retained, the other one was discarded. Yes we will be sending it off for analysis.

Event description:
It was reported that during an unknown procedure, several misfires regardless of the amount of pressure applied or the thickness of the material to be clipped. Legs not juxtaposed or crossed. Some clips advanced inappropriately after firing. Unknown how case was completed. There were no adverse consequences for the patient.